Event description:
Pump had declared an altitude alarm, which resulted in the patient being off the pump for three to four weeks. There was no reported impact to the customer's blood glucose level. Technical support urged the patient to resume pump therapy and advised to call for support if any issues arose, with the patient understanding and acknowledging the instructions.